Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code 5. There was no adverse impact to the customer's blood glucose level. Customer was assisted by cts in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact support if the problem arises again.